Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22feb2019. While performing preventative maintenance fse noted neonatal test failed. Parts are no longer available to resolve neonatal issue. Unit passes performance verification testing for adult mode. Fse informed customer unit works for adult use and not neonatal. Customer chose to put it back into service for adult patients only.

Event description:
The philips field service engineer (fse) reported neonatal test failed. No patient/user harm reported. Event date not specified; estimate used.